Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a crack where the battery screws in on the insulin pump. The customer's blood glucose reading was 50 mg/dl. The customer stated that it appears rough to screw in and noticed less battery life. The customer stated that the damage on outside down the battery chamber. The customer stated that the damage is less than 1/2 inch but bigger than a quarter. The customer stated that the damage is right where the cap goes in. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.